Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned modular cable as well as the submitted photograph confirmed the report of cosmetic damage to the outer jacket of the cable. Examination of the modular cable found that the outer jacket and bend reliefs were discolored. Removal of the silicone rescue tape repair showed that the outer jacket was torn at approximately 7-8 inches from the controller connector and the two ends of the torn polyurethane overlapped each other. Smoothing out the jacket found that there was a large tear in this area, exposing the underlying armor layer. The polyurethane around the cut area showed a cracked surface and had a spongy texture. The outer jacket polyurethane material appeared to have expanded, causing the two ends of the tear to push together and overlap when the material completely separated. The outer jacket on the distal side of the tear was also noted to have softer areas of cracking. Visual examination of the underlying armor and bionate layers revealed no evidence of damage. Visual inspection of the underlying wires revealed a couple of areas of minor kinking; however, the wires were otherwise unremarkable. The controller and in-line connector pins appeared unremarkable. The modular cable passed electrical testing without issue. The evaluation could not conclusively determine the cause of the outer jacket tear and discoloration. The customer additionally reported that the patient believed she let her batteries run out completely on (B)(6) 2018 and that alarms were active and the backup battery controller screen was visible with a timed count. However, the controller event log file contained only routine low power advisory alarms on this date due to low battery power, which resolved after the patient connected to charged batteries. No low voltage hazard or no external power events were captured and there was no indication of backup battery usage. The submitted log file data appeared to show the device operating as intended with stable pump parameters; no atypical alarms or reductions in actual motor speed below the low speed limit were captured. The heartmate 3 IFU and patient handbook contain information in regards to caring for the driveline and instruct the user to check the driveline daily for signs of damage such as cuts, holes, or tears. The IFU instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. The IFU and patient handbook also outline all system controller alarms, including the low battery power advisory alarm, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 years 3 months 28 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the patient had a break in the rubber insulation of the driveline back in (B)(6) 2018. Files were sent to abbott and the review states the driveline is still functioning normally. Percutaneous repair of the driveline was scheduled for (B)(6) 2018 and completed. No additional information was reported.